Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/02/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No damage was observed to the pump keypad cover. The scrolling keypad buttons could not be duplicated; all of the buttons responded properly. The keypad cover was removed and no contamination was found under any of the key contacts. Unrelated to the complaint, the display screen appeared dim, discolored, and difficult to read. When replaced with a test display, the screen functioned properly. Additionally, a crack was observed along the pump battery compartment.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging a keypad (tactile changes/unresponsive) issue. The reporter stated the keypad buttons were scrolling through screens without user intervention. This complaint is being reported because the alleged complaint was not resolved with troubleshooting. There was no indication that this complaint contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.